Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's implantable cardiac monitor (icm) exhibited post-sense t-wave oversensing. No intervention was performed. Patient condition was stable.